Event description:
My dexcom g6 is not always alerting me to urgent lows leaving me to have to see the low numbers on the phone. I had two such events this morning, at one point finding out that my blood sugar had dropped to 48 without an alert. If left untreated that can lead to coma or death. FDA safety report ID# (B)(4).